Event description:
A jackson pratt wound drain was installed in the pt on 2001. A week later the attending physician attempted to removed the drain. Upon removal the drain separated at the hub. The pt was brought back into surgery the next day for removal of the remaining drain suction.